Manufacturer narrative:
Meter: 1.1, lab: 2.1, mean: 1.6, confidence limits: 1.2-2.3. The mean of the inratio meter and comparative system inr were calculated. The value 1.1 is not within the confidence limits for inr testing. The results are considered inaccurate within the context of the documented variability for inr testing. Product testing is required. The values of 1.7 (twice) and 1.4 were not evaluated because they were obtained two weeks apart. If the time elapsed exceeds 3 hours there is a high possibility that the discrepancies are due to changes in the status of the patient. The values of 2.7 and 6.8 were not evaluated due to sampling/technique error- fingerstick not used. User used venous blood on meter. Only fresh capillary blood should be used. Customer obtained error nes. No information in the complaint indicates inappropriate test strip exposure, misuse, or that incorrect sampling or technique has occurred. Meter parameter file was uploaded from uut and saved to pc. 4 strips ln 213037a were returned with meter. Review of saved data shows these strips were not used. Strip ln 080868a was used when value of 1.1 was obtained. This ln not available in retain. Strip ln used previous to this is 080693a. No corrective action is required as no product deficiency was established.

Event description:
Caller alleged discrepant results with inratio versus lab. Date: 2009, inratio: 1.1, lab: 2.1. Tests were performed about 2 hrs later. Patient stated that the first two times he got 1.7 then 2 weeks later had 1.4 inr on the meter. His target range is between 2.0-3.0 on the meter. Caller had called back to report his lab result was 2.7 and meter was 6.8 inr. Confirmed lab tech took blood from venous draw to test on the meter.